Event description:
This report summarizes 26 malfunction events in which the device or cutting accessory fractured. - 16 events had no patient involvement; no patient impact. - 10 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 27 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2021-00544. - 1 previously reported event in this report should have been included under MFR report # 0001811755-2021-00562. - 1 previously reported event in this report should have been included under MFR report # 0001811755-2021-00563. - 2 events were inadvertently excluded. - 26 previously reported events are included in this follow-up record. Product return status 22 devices were received. 4 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 27 events were reported for this quarter. Product return status: 9 devices were received. 2 devices were not available for evaluation. 16 device investigation types have not yet been determined. 27 devices were not labeled for single-use. 27 devices were not reprocessed or reused.

Event description:
This report summarizes 27 malfunction events in which the device or cutting accessory fractured. 21 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.